Event description:
The pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately erratic. She obtained results of 363, 423, 594, and 407mg/dl on the reported meter within 10 minutes of each other. She received no medical attention. The customer care representative walked the pt through two consecutive control solution tests, which fell outside of the specified control solution range. The pt neither alleged harm or experienced injury or medical intervention. Based on the failed control solution tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA the results in supplemental report.